Manufacturer narrative:
(B)(4).the device will not be sent back to baxter for evaluation.

Event description:
The facility representative contacted baxter on 20 may 2010 to report a colleague infusion pump with failure code 531. In a follow-up call on (B)(6) 2010, the facility representative stated that the patient had been out of heart surgery and that this failure occurred at the end of patient therapy. Patient therapy was interrupted, but there was no patient injury or medical intervention needed, as the infusion was coming to an end. At the time the failure occurred, the patient was receiving an infusion of integrilin and nitroglycerin. Volume and rate for each was not stated. According to the facility representative, the device was taken out of inventory at the facility and is awaiting return to baxter under the colleague recall. The software version for this device is currently unknown. No further information was available.